Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident to receiving dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Therapy with dianeal pd2 ultrabag therapy was ongoing at the time of this report. On (B)(6) 2012, the patient experienced peritonitis. The patient was treated with injectable reflin and injectable tobramycin. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient remained under treatment for the peritonitis and had not yet recovered. The reporting consumer (family member) reported that the peritonitis was not related to the dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.